Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the cartridge was leaking from the septum. Customer¿s blood glucose was 110 mg/dl. Customer loaded a new cartridge to address the issue.